Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / migration of essure device location of device: uterine fundal myometrium"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("abnormal bleeding") and gastric cancer ("tumor / teratoma / cancer type: stomach cancer") in a 35-year-old female patient (gravida 5, para 4) who had essure (batch no. 810879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida ((B)(6) 1991, (B)(6) 1993, (B)(6) 2006, (B)(6) 2007(twins)), twin pregnancy (twins- one deceased/one born 4 months early), hypertension, colon cancer (grand father) and uterine bleeding. Previously administered products included for an unreported indication: depo provera in 2007. Concurrent conditions included obesity, insomnia, blurring of vision, endometritis, menses irregular, cystitis, nabothian cyst, burning micturition, numbness in leg, thyroid nodule, leg edema, peptic ulcer disease, gastritis, vaginal irritation, pelvic adhesions, esophagitis and cholecystitis. Concomitant products included codeine, docusate sodium (colace) since 2016, famotidine (pepcid) since 2016, furosemide (lasix), hydrochlorothiazide since 2011, oral contraceptive nos, pantoprazole from 2016 to 2017, simvastatin and solpadeine (tylenol 1). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 28 days after insertion of essure, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal): bacterial vaginosis"), vaginal infection ("infection (bladder/ urinary tract/vaginal:vaginitis"), fungal infection ("infection (bladder/ urinary tract/vaginal): yeast infection") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problem"). On (B)(6) 2015, the patient experienced gastric cancer (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), suprapubic pain ("pain: suprapubic pain"), rash ("rash on feet"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine leiomyoma ("cramps with her fibroid since 6/13"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and perineal pain ("perineal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, menorrhagia, fungal infection, migraine, headache, suprapubic pain, rash, nausea, tooth disorder, dysmenorrhoea, uterine leiomyoma, dyspareunia, abdominal pain, vulvovaginal pain and perineal pain outcome was unknown, the pelvic pain, bacterial vaginosis, vaginal infection, alopecia, vaginal discharge and fatigue had resolved and the weight increased was resolving. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The caesarean delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, alopecia, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastric cancer, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, perineal pain, pregnancy with contraceptive device, rash, suprapubic pain, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. CT abd/pelv w/contrast v/CT abdominal drain placement: findings: depencent bibasilar atelectasis, no consolidation or pleural effusions within the imaged lung bases. Heart size normal, no pericardial effusion. Ge junction unremarkable. Impression: no CT evidence of intr3-abdominal/pelvic abscess or acute abnormality to account for pain. Enlarged heterogenous uterus in keeping with uterine fibroids. Linear radio opaque configuration most suggestive of tubal occlusion devices. While the structures are unchanged in appearance, it is unclear whether they are appropriately positioned within the fallopian tubes. Correlate with surgical history and if there is a need to confirm location and tubal occlusion, consider hsg. Ventral margin of the uterine fundus inseparable from the anterior pelvic wall, a finding likely representing sequela of prior rectus sheath hematoma status post cesarean section. (B)(6) 2015:upper ultrasound procedure: findings: there is diffuse 4 mm wall thickening was found in the body of the stomach which is nonspecific. There is ulcer surrounding erythema and nodular mucosa at the angularis near the distal body. Impression: wall thickening in the body of the stomach. There is an ulcer at the angularis near the distal body, staging by eus. Minimal pancreatic parenchymal change. The findings do not meet criteria for chronic pancreatitis. Normal biliary system. Normal gall bladder. Fatty liver. (B)(6) 2015: reason for exam: adenocarcinoma of stomach impression: known gastric cancer is not seen of. This exam. No perigastric adenopathy, and no evidence of peritoneal or metastatic disease. Stable appearance of the uterus, with tethering of ventral uterus to abdominal wall and right-sided tubal ligation device which appears to be malposition within myometrium. (B)(6) 2015:final surgical pathology report: final pathologic diagnosis: b. Stomach, subtotal gastrectomy: invasive adenocarcinoma, poorly cohesive type with focal. Signet ring cell features, focally ulcerated, tumor size: g.1 cm (measured microscopically) limited to lamina propria. All surgical margins are negative for carcinoma background stomach with chronic inactive gastritis. See synoptic report. Thirteen benign lymph nodes. B. Lymph nodes, 02, excision: nineteen benign lymph nodes. 17-nov-2015:CT abdomen + pelvis w/IV contrast impression: 1. No findings suggest local recurrence or metastatic disease within the abdomen or pelvis. 2. Expected post surgical changes of subtotal gastrectomy and roux-en-y reconstruction this includes a small fluid collection subjacent anterior abdominal incision measuring 1.9 x 1.4 cm. 3. Unchanged malpositioned right tubal ligation clip within the myometrium, unchanged uterine tethering to the anterior abdominal wall. (B)(6) 2017: final pathologic diagnosis. Uterus, cervix, and fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: unremarkable. Endometrium: secretory. Myometrium: minute leiomyoma. Fallopian tubes; unremarkable. Two metallic coiled devices (gross only). Gallbladder, cholecystectomy: cholelithiasis and cholesterolosis. Impression: s/p cholecystectomy for acute on chronic cholecystitis as well as tvh with anemia post op 212 intrahepatic hematoma possible from instrument injury intra operative s/p 3 unit transfusion, h/h stable as was repeat abdominal CT angio 8/17 reviewed with patient and sister. (+) flatus last 24 hrs. Last bm x 24- 36 hrs ago; +flatus. Pain better but continues to have exacerbations . Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Pregnancy outcome received. Device dislocation updated to device expulsion. Events vaginal bleeding, menorrhagia, bacterial vaginosis, vaginal infection, rash, migraines / headaches, nausea, dental problems, dysmenorrhea, fibroid, dyspareunia, stomach cancer, vaginal discharge, fatigue, weight gain, hair loss are added. Lot number & lab data updated. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / migration of essure device location of device: uterine fundal myometrium"), pregnancy with contraceptive device ("unintended pregnancy"), genital haemorrhage ("abnormal bleeding") and gastric cancer ("tumor / teratoma / cancer type: stomach cancer") in a 35-year-old female patient (gravida 5, para 4) who had essure (batch no. 810879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida ((B)(6) 1991, (B)(6) 1993, (B)(6) 2006, (B)(6) 2007(twins)), parity 4 (twins- one deceased/one born 4 months early), hypertension, colon cancer (grand father) and uterine bleeding. Previously administered products included for an unreported indication: depo provera in 2007. Concurrent conditions included obesity, insomnia, blurring of vision, endometritis, menses irregular, cystitis, nabothian cyst, burning micturition, numbness in leg, thyroid nodule, leg edema, peptic ulcer disease, gastritis, vaginal irritation, pelvic adhesions, esophagitis and cholecystitis. Concomitant products included codeine, docusate sodium (colace) since 2016, famotidine (pepcid) since 2016, furosemide (lasix), hydrochlorothiazide since 2011, oral contraceptive nos, pantoprazole from 2016 to 2017, simvastatin and solpadeine (tylenol 1). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 28 days after insertion of essure, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal): yeast infection"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal): bacterial vaginosis"), vaginal infection ("infection (bladder/ urinary tract/vaginal: vaginitis") and vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia") and fatigue ("fatigue"). On (B)(6) 2011, the patient experienced weight increased ("weight gain"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2012, the patient experienced tooth disorder ("dental problem"). On (B)(6) 2015, the patient experienced gastric cancer (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain ("abdominal pain"), suprapubic pain ("pain: suprapubic pain"), perineal pain ("perineal pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rash on feet"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine leiomyoma ("cramps with her fibroid since (B)(6)") and nausea ("nausea"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, pregnancy with contraceptive device, genital haemorrhage, abdominal pain, suprapubic pain, perineal pain, fungal infection, vulvovaginal pain, vaginal haemorrhage, menorrhagia, rash, migraine, headache, tooth disorder, dysmenorrhoea, uterine leiomyoma, dyspareunia and nausea outcome was unknown, the pelvic pain, bacterial vaginosis, vaginal infection, vaginal discharge, fatigue and alopecia had resolved and the weight increased was resolving. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The caesarean delivery occurred on (B)(6) 2013. The reporter considered abdominal pain, alopecia, bacterial vaginosis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastric cancer, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, perineal pain, pregnancy with contraceptive device, rash, suprapubic pain, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. CT abd/pelv w/contrast v/CT abdominal drain placement: findings: depencent bibasilar atelectasis, no consolidation or pleural effusions within the imaged lung bases. Heart size normal, no pericardial effusion. Ge junction unremarkable. Impression: 1. No CT evidence of intr3-abdominal/pelvic abscess or acute abnormality to account for pain. 2. Enlarged heterogenous uterus in keeping with uterine fibroids. 3. Linear radio opaque configuration most suggestive of tubal occlusion devices. While the structures are unchanged in appearance, it is unclear whether they are appropriately positioned within the fallopian tubes. Correlate with surgical history and if there is a need to confirm location and tubal occlusion, consider hsg. 4. Ventral margin of the uterine fundus inseparable from the anterior pelvic wall, a finding likely representing sequela of prior rectus sheath hematoma status post cesarean section (B)(6) 2015:upper ultrasound procedure: findings: there is diffuse 4 mm wall thickening was found in the body of the stomach which is nonspecific. There is ulcer surrounding erythema and nodular mucosa at the angularis near the distal body. Impression: 1. Wall thickening in the body of the stomach. 2. There is an ulcer at the angularis near the distal body, staging by eus. 3. Minimal pancreatic parenchymal change. The findings do not meet criteria for chronic pancreatitis. 4. Normal biliary system. 5. Normal gall bladder. 6. Fatty liver. (B)(6) 2015: reason for exam: adenocarcinoma of stomach impression: 1. Known gastric cancer is not seen of. This exam. No perigastric adenopathy, and no evidence of peritoneal or metastatic disease. 2. Stable appearance of the uterus, with tethering of ventral uterus to abdominal wall and right-sided tubal ligation device which appears to be malposition within myometrium. 13-oct-2015:final surgical pathology report: final pathologic diagnosis: b. Stomach, subtotal gastrectomy: invasive adenocarcinoma, poorly cohesive type with focal. Signet ring cell features, focally ulcerated, tumor size: g.1 cm (measured microscopically) limited to lamina propria. All surgical margins are negative for carcinoma background stomach with chronic inactive gastritis. See synoptic report. Thirteen benign lymph nodes b. Lymph nodes, 02, excision: nineteen benign lymph nodes. (B)(6) 2015:CT abdomen + pelvis w/IV contrast impression: 1. No findings suggest local recurrence or metastatic disease within the abdomen or pelvis. 2. Expected post surgical changes of subtotal gastrectomy and roux-en-y reconstruction. This includes a small fluid collection subjacent anterior abdominal incision measuring 1.9 x 1.4 cm. 3. Unchanged malpositioned right tubal ligation clip within the myometrium, unchanged uterine tethering to the anterior abdominal wall. 14-aug-2017: final pathologic diagnosis uterus, cervix, and fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: unremarkable. Endometrium: secretory. Myometrium: minute leiomyoma. Fallopian tubes; unremarkable. Two metallic coiled devices (gross only). Gallbladder, cholecystectomy: cholelithiasis and cholesterolosis. Impression: 1] s/p cholecystectomy for acute on chronic cholecystitis as well as tvh with anemia post op 212 intrahepatic hematoma possible from instrument injury intra operative s/p 3 unit transfusion, h/h stable as was repeat abdominal CT angio 8/17 reviewed with patient and sister. 2] (+) flatus last 24 hrs. Last bm x 24- 36 hrs ago; +flatus. 3] pain better but continues to have exacerbations. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pregnancy with contraceptive device ("unintended pregnancy") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage and pelvic pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident; no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.